Manufacturer narrative:
Results: load cell, pcb control box.

Event description:
It was reported by service report that the zoom drive is difficult to control. The customer could not determine whether there was pt involvement and/or adverse consequences.